Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: a service history review was conducted and this device has not been previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of a battery depleted alarm on channel a. There was an interruption during delivery. This event occurred during infusion and was found during the product evaluation at baxter. There was no patient involvement. No additional information was available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.